Event description:
The patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch ultra 2 meter. The patient mentioned to the customer care advocate (cca) that they were admitted twice in the hospital. The patient mentioned that on (B)(6) 2011 at around 11:00pm, the patient obtained a result over 500 mg/dl and did not exhibit any symptoms. Due to the alleged high readings, the patient's daughter contacted the paramedics and the patient went to the hospital. The patient mentioned that nobody really cared about the high readings, since she was having heart problems at that time. A couple of days later the patient had an operation and had stents put inside her. On (B)(6) 2011, the patient was discharged and she felt better. Approximately two days later on (B)(6) 2011 in the morning at around 10:30am, the patient had obtained a result over 500 mg/dl and did not exhibit any symptoms. This time the patient injected 8 units of actrapid insulin. The patient's daughter contacted the paramedics and when they arrived and tested the patient they obtained a result of 61 mg/dl on their meter. Patient was treated with glucose transfusion and was admitted in the hospital for 5 days. On (B)(6) 2011, the patient's physician compared the two meter readings and the ultra meter showed a result over 500 mg/dl and the physician's meter displayed a result of 160 mg/dl. The physician did not treat the patient. While troubleshooting it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged high reading, she had taken insulin and ended being treated and admitted for 5 days in the hospital for a blood glucose reading of 61 mg/dl.

Manufacturer narrative:
Follow-up # 1 (11/10/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # isk053529.